Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted and no unlocked connector on liquid crystal display keypad connector during visual inspection. No unexpected error alerts or alarms during testing. The insulin pump passed the no delivery error test. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that after giving taking blood glucose, insulin pump began to beep. Customer states that all buttons were not responding and was not able to stop buzzing. Customer's blood glucose was 292 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.